Event description:
It was reported that there was a stripped dermatome cable. There was a repair done internally but the tape would not withstand sterilization and melted. This occurred outside the surgical environment with not harm or delay reported. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Initial reporter telephone number: (B)(6). Once the investigation is complete, a follow up/final report will be submitted.

Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Review of the most recent repair record determined the cable was stripped and tape was applied for repair. There were signs of the tape melting upon sterilization. The repair was not completed because no response was received per the instructions. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.